Event description:
A report was received that the patient was hospitalized and being treated with antibiotics for what the physician believed to be either epidural abscess or tissue trauma.

Manufacturer narrative:
Additional suspect device components involved in this event: model: sc-2218-50t. Description : st linear trial lead, 50 cm, 0.014 inch stylet pre-loaded. The explanted trial lead was discarded by the medical facility, and will not be returned to bsn.